Manufacturer narrative:
Other, other text: returned device was received with wear and tear damage to enclosure, front cover, water tank cover, drain fitting, and reflux plug. Physically damaged line cord. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device has suspect malfunctioning float switch. No adverse effects reported.

Event description:
Information was received that device has suspect malfunctioning float switch. No adverse effects reported.